Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions, as well as instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. Facility staff has been notified. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A system alarm occurred at the start of a routine hemodialysis treatment. The operator was not able to resolve the alarm and discontinued treatment w/o performing rinseback, resulting in an estimate blood loss of 190cc. The pt's hb had been running low (9.? G/dl) due to missed epogen doses. The pt went to the ER on the evening of (B)(6) 2012 and hb was further decreased to 7.0 g/dl. Pt rec'd two units of pack red blood cells. Epogen dosing of 30,000 units 1xweek was increased to 40,000 units 1xweek and the pt was sent home. No other medical intervention was required.